Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed weak signal and lost sensor. Customer's blood glucose was 444 mg/dl. Customer was treated with manual injection for high blood glucose. Educated the customer regarding weak signal and lost sensor alarms. No further information provided.